Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte-n autoguard winged needle pierced through the catheter the following information was provided by the initial reporter translated from french to english: catheter intact when opened. When I wanted to infuse the baby, I pricked, blood returned but difficulty fitting the catheter. Withdrawal of the catheter, the needle had pierced the catheter. Description of consequences: infusion failure, hematoma.

Manufacturer narrative:
The complaint that the needle pierced the catheter was confirmed from the photograph that was provided for investigation. The photo showed a 24g insyte autoguard with evidence of use. What appeared to be blood residue was observed within the catheter, catheter adapter, and needle hub. The safety mechanism had not been activated. The needle was protruding through the catheter and appeared to be bent near the puncture site in the catheter tubing. The catheter conformed to the bend in the needle. Due to the evidence of use, the catheter was likely withdrawn and subsequently reinserted into the catheter during the insertion procedure. The instructions for use (IFU) warn, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur."

Manufacturer narrative:
Physical sample received: the physical unit received for investigation appears to be the unit shown on the photograph. The needle is protruding the catheter wall near the base of the adapter. This type of defect is known as spear through and although could be manufacturing related, the defect observed likely occurred in the user environment as the shown defect would have render the device unusable. It is likely that the defect occurred during use when performing venipuncture. The needle was inspected under the microscope and no other physical damages was observed investigation conclusion(s): the defect of ¿catheter defective/damaged/needle through catheter¿ was confirmed. Probable root cause conclusion(s): due to the evidence of use, the catheter was likely damaged during the insertion process.

Event description:
No additional information.